Manufacturer narrative:
No product has been returned. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's. During further troubleshooting, patient indicated he has lumps at the infusion site area. It is unknown which infusion set was being used at the time of alleged event.